Event description:
Terrible pain [pain]. Her knees were also swollen [joint swelling]. Case description: spontaneous report was received on (B)(6) 2012 regarding a (B)(6) female patient, initials (B)(6), with osteoarthritis. The patient's medical history was significant for pain. On (B)(6) 2012, the patient initiated treatment with synvisc (hylan g-f20) injection at a dose of 2 ml, weekly, in an unspecified location. The lot number of synvisc was not provided. Immediately after having the injection, the patient experienced terrible pain and her knees were swollen. On an unspecified date, in 2012, the patient was administered cortisone injection for pain and swelling. The treatment with synvisc was temporarily discontinued. The patient's pain lasted for 3-4 days. The outcome for the event of swollen knees was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The qa (quality assurance) investigation results were received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
The benefit-risk relationship is not affected by this report. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.